Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a white foreign material was observed in the device air/water cylinder. The foreign material was not identified, however, the material is believed to be a defoaming agent containing silicone, such as simethicone, which can cause deposits of white foreign material. The probable root cause of the issue was determined to be a known inherent risk of device, as the reported adverse event is known and documented in the device labeling and all reasonable mitigation steps have been taken. The event can be prevented by following the device IFU which states: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the subject device exhibited foreign material in the air/water-cylinder(tube). There was no patient involvement and no harm reported as a result of the event.